Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error due to non-sleep anomaly software error. No unexpected low battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 6.7mmol/ l at the time of the incident. It was reported that the pump had not been exposed to temperatures below 41°f (5°c). Customer is using a 640g pump with software version 2.6. The customer was guided with steps to resolve the issue and monitor the pump. The insulin pump will be returned for analysis.